Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d9 - date returned to mfg, and h3. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00102. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic bronchial valve insertion, there was a small plastic piece of the bronchovideoscope's distal tip that chipped and broke into the patient. The procedure was prolonged for less than 30 minutes and completed using the same device. There were no reports of further patient harm or any medical/surgical intervention.